Manufacturer narrative:
Disposition not presently known.

Event description:
A perceval valve was implanted on (B)(6) 2016. On (B)(6) 2018, the valve was explanted due to high gradient (47 mmhg) and thrombus on the leaflets.

Event description:
A perceval valve was implanted on december 30, 2016 and the post-operative gradient was 10 mmhg. On (B)(6) 2018, the valve was explanted due to high gradient (47 mmhg) and thrombus on the leaflets, with restricted motion of one leaflet. The reporter was not aware of any pre-existing coagulation disorders, but the complete patient history was not known. There was no indication of endocarditis. The valve was replaced with a st. Jude 19 mm mechanical valve.

Manufacturer narrative:
As the device was not available for return and the serial number remains unknown, no device investigation could be performed. As such, the root cause of the event cannot be established.